Manufacturer narrative:
Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following could not be completed with the limited information provided. Date of event - n/a. Date explanted - n/a. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same person (reference 0001825034-2012-02236 / 02237).

Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty and reports patient allegations of a revision procedure due to personal injury. Additional information received in patient medical records indicates that left total hip arthroplasty was performed on (B)(6) 2008 and right total hip arthroplasty was performed on (B)(6) 2010. Patient medical records further indicate that a left hip revision procedure occurred on (B)(6) 2011 and a right hip revision procedure occurred on (B)(6) 2012. The operative notes confirm that both revision procedures were performed due to loosening of the acetabular cup and evidence of metallosis. The acetabular cups, modular heads and taper inserts were removed and replaced during both revision surgeries. This report is based on allegations set forth in plaintiff's complaint and the allegations therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay the reason for the revision procedure, which was unknown at the time of the initial medwatch. Additional information received in patient medical records indicates that a left hip revision procedure occurred on (B)(6) 2011 and a right hip revision procedure occurred on (B)(6) 2012 due to loosening of the acetabular cup and evidence of metallosis. There are warnings in the package insert that state that this type of event can occur: "material sensitivity reactions." This report is number 2 of 6 mdrs filed for the same patient (reference 1825034-2012-02237 / 02238 & 1825034-2013-02276 / 02279).

Event description:
Legal counsel for the patient alleges that patient underwent bilateral total hip arthroplasty and reports patient allegations of personal injury. Additional information provided in operative notes and a review of invoice history confirms the hip arthroplasty procedure occurred on (B)(6) 2010 for the right hip, and the left hip was (B)(6) 2008. Subsequently, the patient was revised on (B)(6) 2009 for an unknown reason. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.